Manufacturer narrative:
The customer¿s report of a bulge in the pumping segment was confirmed. The customer¿s report of an alarm was not confirmed. Visual inspection of the set showed a ballooned area at the top of the silicone segment. Functional testing was not able to replicate any ballooning or occlusion alarms with the set. The root cause of a bulge in the pumping segment could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a one inch bulge in the pumping segment when starting an infusion (either zosyn, potassium or magnesium sulfate, the customer was not certain). The infusion set was initially hung on (B)(6) 2017 at 0600 with no orders for any boluses between (B)(6) 2017. On (B)(6) 2017 at 0500, the nurse spiked a new bag with the channel closed, opened the pump door after an alarm and noticed the bulge. There was no patient harm.